Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had not used their therapy for six months to one year because they could not get it to set/program. They said their healthcare provider (hcp) would like to have the device checked to make sure it is still working. The hcp told the patient to contact a manufacturing representative (rep) to have it checked. The patient will follow up with their hcp. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.